Event description:
Ous MDR - on (B)(6) 2014 an in-office follow-up showed nothing out of the ordinary. On (B)(6) 2015, a vf alert was sent from home monitoring. It was 10 seconds long, but no shock delivery was delivered. On 15 mar, many vf alerts were sent and 10 shocks deliveries were recorded during the midnight to early morning time frame. The next day the physician called the patient and an in-office-follow-up was done. Some noise was observed so therapy was turned off and the patient was hospitalized. The lead and ICD were both removed two days later. According to the hospital, in order to save time during the operation, a needle was inserted in the lead during the removal process. Therefore in the middle of the lead, there is/are puncture mark/s.

Manufacturer narrative:
The analysis of the lead demonstrated a rubbed through insulation in the region of the tricuspid valve. The finding can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. In the available iegms the occurrence of noise was observed in the ventricular channel, leading to multiple shock deliveries as reported in the complaint description. The analysis of the lead ID not reveal any sign of a material or manufacturing problem.